Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. The event of capsular contracture is are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis results: visual analysis of the returned device identified: deformation, encapsulation and green particles mold like appearance in device outer surface. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. The reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade iii and radial folds. The device has been explanted.